Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection was performed. The coil was inspected and it was found stretched, with blood in the fibers and with the proximal section broken. The broken section of the coil was not returned. Microscopic inspection was performed. The zap tip shape and surface of the coil and some blood was noted. The zap tip shape and surface of the delivery wire and no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The interlocking arm of the coil was inspected and found broken from the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "caution: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." (B)(4).

Event description:
Reportable based on device analysis completed on 24jan2017. It was reported that a coil became unraveled. The target lesion was located in moderately tortuous and moderately calcified subclavian artery. A 10mm x 40cm interlock¿-35 was selected for treatment. During the procedure, it was noted that the coil was unraveled. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the proximal section of the coil was broken.